Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was the patient experienced ipg pocket discomfort independent of charging (described by the patient as heating). Reportedly, the sensation stops when therapy is turned off. X-ray images were ordered to further evaluate the issue. Follow-up identified the issue still persists. As such, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the entire system was explanted.